Event description:
It was reported that the pt passed away after being ill for one week with food poisoning. It was also reported that the autopsy report listed the cause of death as "complications of diabetes."

Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that no insulin bolus doses were administered after 9:09 pm on the event day. The history also indicated that pump insulin delivery was manually suspended by the user in the next day at 5:15 am. The pt's wife stated that the pt did not check his blood glucose level prior to going to bed the evening prior to the event, or in the morning of the event. Evaluation of the device demonstrated that the pump was operating within required specifications and insulin delivery accuracy. Pump suspended alarms which would have alerted the user to the suspended insulin status were found to be operating within required specifications.